Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter was not flashing when it was inserted to the sensor. Customer stated that she had a faulty sensor before this that broke off when she was about to prepare it for insertion. Customer stated that they all came from the same box. Customer stated that she is sure that the battery is not depleted as it still has 47% from the last sensor used. Customer's blood glucose was 10.7 mmol/l at the time of the incident. Customer found that the sensor was not bent or kinked. Customer stated that it looked shorter than the last one. Customer was advised to run the watertight test. Customer stated that it passed the test. Customer was advised that the sensors will be replaced. Customer was able to insert the new sensor and the transmitter flashed green this time. Customer was advised that the issue might have been either the site was not hydrated well, the sensor was not properly inserted, or the sensor was faulty.